Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure a biopsy was taken from the largest sessile polyp in the transverse colon and it bled longer than usual. The patient was injected with adrenaline to stop the bleed. One small sessile polyp was removed from the descending colon with one biopsy. One small sessile polyp was removed from the cecum with approximately 2-3 biopsies. No difficulties or bleeding was noted. The case was completed with this device. The next day the patient experienced abdominal pain and rectal blood loss, however, no fever was reported. On (B)(6) 2010 the patient was admitted to the hospital, an abdominal CT-scan was performed. It showed small air bubbles in the abdominal cavity. Peritoneal fluid was aspirated. This fluid contained leucocytes and gram-negative stained bacteria (klebsiella). The patient's blood showed an elevated crp. The patient received several transfusions due to blood loss. Additionally, the patient was treated conservatively with antibiotics. A central venous catheter was placed to start hemodialysis. The patient's diet has resumed and the pain has disappeared. The patient remained in the hospital until (B)(6) 2010.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown (B)(4): intervention required to stop bleed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).